Event description:
It was reported the programmer was unable to interrogate devices randomly. More recently, it has not been working at all. It was also beeping and slow to print and program. The programmer was returned for repair. No patient complications were reported as a result of this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer was able to interrogate three devices normally. Programmer system fan is noisy. (B)(4) rf (radio frequency) head cable is difficult to plug in and difficult to remove; connector stuck/sticky.